Event description:
Account reported to dade behring that they have observed qc out of range identification results with atcc 49147 (s. Bovis) vs. Idx, be, pgt biochemicals and atcc 29213 (s. Aureus) vs. Idx,ure,vp biochemicals and ampicillin. Issue is only with qc. Report was associated with only the identified prompt lot. No patient samples were affected. No report of injury or illness associated with this issue.

Manufacturer narrative:
Performance testing of customer returns and retention samples. In-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Dade behring has initiated a field correction for this issue and notified customer of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.